Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging cracked display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (06/17/2013)-device evaluation: the subject meter was returned on 05/06/2013 and analysis completed on 06/06/2013 by the product analysis department. The analysis identified that the display of the subject meter was broken and exposed black mark. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.